Manufacturer narrative:
Correction: device lot number corrected from 16292800 to 0016325507. Device expiration date corrected from 08/09/2016 to 02/06/2014. Device manufactured date corrected from 8/23/2013 to 8/24/20174. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that there was noise on the electrogram. The intellatip mifi¿ catheter and cable were changed out to another of the same size and model and the case was completed. There were no patient complications. However, device analysis revealed char on the tip of the catheter.

Manufacturer narrative:
Device evaluated by MFR: - the device was returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Initially the device had a char in the tip. However the tip was cleaned to perform the electrical tests. The ablation was verified by using the maestro generator 3000 ((B)(4)) and the d10 error code "replace catheter invalid ID" was displayed on the maestro screen. The returned device was found within manufacturing specifications. The handle was opened and it was found that the receptacle was wired improperly since the short resistor lead was assembled in pin #10 instead of pin #11, and the long resistor lead was assembled in pin #11 instead of pin #10. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that there was noise on the electrogram. The intellatip mifi catheter and cable were changed out to another of the same size and model and the case was completed. There were no patient complications. However, device analysis revealed char on the tip of the catheter.